Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicative that the voltage was too low for projected remaining capacity. Technical services (ts) reviewed the available device data and confirmed the battery voltage had begun decreasing rapidly, potentially due to an internal battery issue. The health care professional (hcp) was advised that prompt device replacement was recommended because the remaining battery longevity could not be assured. No adverse patient effects were reported. This ICD remains in service.